Event description:
The customer reported that on (B)(6) 2011 erroneous low white blood cell (wbc) and hemoglobin (hgb) values were generated on a coulter act, 5diff al hematology analyzer for an unknown number of patient samples. The erroneous results occurred in both automatic and manual mode. Actual results data for this event were not provided by the customer. The initial erroneous results were not reported outside of the laboratory hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer had indicated that the instrument had generated a drain sensor timeout error and the customer had performed an instrument extended cleaning procedure in response. Beckman coulter inc. Personnel guided the customer through instrument troubleshooting. The customer was advised to utilize appropriate personal protective equipment while interfacing with the instrument. Repeat results after instrument troubleshooting were considered valid and correct by the customer. No specific patient information was provided by the customer. The samples were collected in anticoagulant tubes. Instrument controls executed prior to this event were within established specifications.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Led instrument troubleshooting revealed the misalignment of the horizontal traverse assembly over the bath(s). This was the root cause of the erroneous results and most likely occurred when the customer performed the extended cleaning procedure. No further incidents have occurred since the reported event and subsequent troubleshooting. Mdrs associated with this event: 1061932-2011-01427; 1061932-2011-01425.